Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized. It was unk whether the customer was hospitalized for high or low blood glucose, but the customer was being treated with an insulin drip per the nurse. Nothing further was reported.